Event description:
A nurse reported two patients experienced inflammation, tass with 3+ cell flare. Both patients have recovered and are doing fine. It was reported the surgeon noted a pasty material entering both patient's eyes during surgery. He used irrigation and aspiration (I/a) to remove the material at that time. He reported that prior to use, he had soaked the cartridges, but he did not know how long they had soaked. This is one of two reports being filed for this surgeon.

Manufacturer narrative:
The complaint cartridge was not returned. Ten unopened cartridges for the complaint lot were returned. Two cartridges were selected and evaluated. Functional testing was conducted with the approved lens model and viscoelastic. Functional testing was acceptable. Dye stain showed a pulled area in the tip of one cartridge, but no expulsion. The second cartridge showed no disturbance to the coating. Results from the product history record reviews indicated the products met release criteria. The facility indicates they soak the cartridges in bss prior to use. This is not per the directions for use (dfu). It is unknown if the correct viscoelastic was used by the reporter. There are fifteen complaint reports for foreign material in this lot. Six of the fifteen reports are from this surgeon and two of these six were reported as tass cases. Additional information was requested on 02/22/2008, 02/28/2008, 02/29/2008 by phone and on 03/05/2008 by fax and by mail. Additional information was received from the surgeon. This event meets tass criteria.